Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had motor error alarms, button errors and an a or e error code. The customer's blood glucose level was unknown at the time of the incident. The insulin pump had unexplained no delivery alerts. The customer was dosing but the insulin was not being delivered at least 3 times in past 2 months. The customer had to change batteries once a week. The device will not be returned for analysis.